Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty cycler or cycler set. Additionally, there is no allegation of a machine malfunction, deficiency or fluid leak reported for this event. There was speculation that the patient¿s pd catheter (not a fresenius product) could be the source of the peritonitis, however, it has not been confirmed. Based on the information available at this time a cause of the peritonitis cannot be concluded. Although a causal relationship cannot be confirmed, a possible temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had an event of peritonitis. The patient observed cloudy effluent and was requested to go to the pd clinic and was subsequently diagnosed with peritonitis (signs/symptoms unknown). A pd effluent culture was taken, however, the results were not available at the time of this investigation. The patient¿s white blood cell (wbc) count was greater than 25x10^6 k/l. The patient was not hospitalized for this event and the patient was temporarily transitioned to hemodialysis (hd) while they determined if the pd catheter (not a fresenius product) was the source of the infection. Per the pdrn, there were no reported fluid leaks during treatments leading up to the peritonitis diagnosis. Additional information was obtained from the pdrn that the patient was prescribed vancomycin and fortaz (route, dose, strength, frequency and duration unknown). The patient is currently still recovering from the peritonitis.